Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached

Event description:
On 01/06/2022 it was reported by a sales representative via sems that an ar-3240-5027 light cable was hot to the touch. This was discovered during use in procedure. The case was completed by swapping out the light cable. Additional information 1/13/2021 on 01/13/2022 it was reported by a sales representative via email that the part of the ar-3240-5027 light cable that attaches to the scope was hot to the touch. This was discovered during use in a shoulder procedure on (B)(6) 2022. The case was completed by swapping out the light cable. The case was completed by swapping out the light cable, no injuries reported.